Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control button. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken control button. It was also indicated that the main seal was bulging, display was out of specification, and display wire was compromised. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.